Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the remote home monitoring system issued an alert for high out of range pacing impedance measurement for the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead. It was noted that the patient had two high out of range pacing impedance measurements that generated alerts two weeks earlier. Boston scientific technical services (ts) reviewed that the measurements and found they had been stable in the 400 ohm range with some spikes recently. The clinic has opted to continue to monitor the patient via the remote home monitoring system. The crt-d and rv lead remain in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device's spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that the remote home monitoring system issued an alert for high out of range pacing impedance measurement for the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead. It was noted that the patient had two high out of range pacing impedance measurements that generated alerts two weeks earlier. Boston scientific technical services (ts) reviewed that the measurements and found they had been stable in the 400 ohm range with some spikes recently. The clinic has opted to continue to monitor the patient via the remote home monitoring system. The crt-d and rv lead remain in service and no adverse patient effects were reported.